Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose around 400 mg/dl while using the ilet system, with uncertainty about whether the infusion line was fully primed during a recent set change and no visible site issues observed; the user performed a contact detach set and supply change to address a potential infusion issue. Symptoms included "not feeling well" and vomiting. Outcomes included self-management at home and symptom improvement during the call. Investigation included troubleshooting by replacing the infusion set and reviewing site condition and setup steps. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion delivery issue such as incomplete priming or intermittent site flow as contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.